Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a chipped glue of objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. There as no customer reported allegation. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the discovered damages which are expected or random component failure without any design or manufacturing issue and an investigation finding problems that occurred when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.